Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin when loading the cartridge. The customer was educated on the proper load techniques. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.